Event description:
On (B)(6) 2016 the patient (pt) called to report that he/she had an "infection for od wearing the acuvue oasys contact lens in (B)(6) 2015." The pt reported that he/she had been "sleeping in lenses and not being very careful with them." On (B)(6) 2016 a call was placed to the patient who reported that that suspect product had been discarded and the lot number was unknown. The pt reported that he/she experienced discomfort od and noticed a "white area over iris in (B)(6) 2015" and saw his/her eye care provider (ecp). The pt reported that the ecp told the pt that he/she "had bacteria in his/her eye from not wearing or replacing lenses as he/she should have and because he/she was not cleaning his/her lenses as the pt should have." The pt reported that he/she decided not to wear lenses again until (B)(6) 2016. The pt reported that he/she continues to sleep in the contact lenses frequently when he/she gets home late. On (B)(6) 2016 a call was made to the pts treating ecp and additional information was requested. On (B)(6) 2016 a one page undated medical record was received from the pts treating ecp. The additional information was received as follows: patient examination form: red eye; exam: ulcer better but stopped using drops; continue drops qid for four days zymar 0.3%; glasses rx which is unreadable; cl rx: air optix -3.75, bc 8.4 ou; return if any changes; given acuvue trials/air optix. The event for the pts od is being reported a s a worst case. No additional information was received. No additional information is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.